Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(6). (B)(4). Mfg. Site name- (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail reusable 600m laser fiber was used during a flexible ureteroscopy (furs) procedure in the kidney performed on (B)(6) 2018. Reportedly, the fiber was re-sterilized 8 times prior to the procedure and the laser unit used was an auriga xl laser with settings of 2200mj and 15hz. According to the complainant, during procedure and outside the patient, the laser fiber had poor performance during use and there was heat on the fiber connector. There was no burn injury to the nurse/physician. The procedure was completed with another lighttrail reusable 600m laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
One lighttrail reusable 600¿m laser fiber was received for evaluation. Visual analysis revealed that the distal tip measured approximately 4.0 mm and appears unused. Additional examination under magnification confirmed that the tip was unused. There was no damage along the body of the fiber. Visual examination of the fiber face within the sma connector under magnification revealed that there was debris on the fiber face and only a small amount of light was coming through. The condition of the returned device would cause the connector to overheat thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and was likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail reusable 600¿m laser fiber was used during a flexible ureteroscopy (furs) procedure in the kidney performed on (B)(6) 018. Reportedly, the fiber was re-sterilized 8 times prior to the procedure and the laser unit used was an auriga xl laser with settings of 2200mj and 15hz. According to the complainant, during procedure and outside the patient, the laser fiber had poor performance during use and there was heat on the fiber connector. There was no burn injury to the nurse/physician. The procedure was completed with another lighttrail reusable 600¿m laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.